Event description:
Customer called to report that after loading new carbon dioxide (co2) alkaline buffer and filter on the synchron lx clinical system, model lx20, the co2 failed calibration. Customer stated that the modular chemistry (mc) reagent drip tray was wet, the alkaline buffer was wet, and the damper was dry. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer found that line #24 was disconnected from the electrolyte injection cup (eic). Line #24 carries the ion selective electrode (ise) buffer. Customer then reseated line #24 and primed the instrument without observing any further leaking. The leaking fluid was identified as ise electrolyte buffer. Customer stated that while priming the mc side of the instrument, customer lowered the ise module; the cts suspects that line #24 was pinched when the ise module was lowered by customer. The ise calibration passed and instrument performance was verified after instrument troubleshooting. Therefore, onsite service was not scheduled. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).